Event description:
It was reported that, "the liner came out of the shell (dislocated) so it was revised.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.